Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump stop working. Customer cannot recall blood glucose reading. Troubleshooting was performed. Some of the pieces from the insulin pump had fallen and the reservoir chamber was damaged. Customer was pen since they are not able to use the insulin pump . Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, cracked reservoir tube window, minor scratched display window, missing end cap sticker and stained address/serial number label.